Event description:
Event description guidant received information that this left ventricular lead exhibited a loss of capture. An x-ray was obtained and indicated lead damage due to subclavian crush. The lead was explanted and returned to guidant for analysis. A new guidant lead was attempted, however, placement difficulty prevented successful implant.